Event description:
During a percutaneous transluminal angioplasty there was a balloon burst at nominal pressure with each balloon reported at the time of dilatation. The balloons had to be withdrawn simultaneously with the csi. The target lesion was the femoral superficial artery. Procedure was successful by the use of a new balloon. There were no adverse effects on pt. Please note that this report involves two products with the same catalog and lot numbers. These products will be returned for eval and testing. This is the second and third of three products involved with this adverse event, which is associated with mfg report # 9610978-2005-01416.